Event description:
It was reported that during a port placement procedure, the guidewire allegedly broken. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. (Expiration date: 03/2026).

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one bardport MRI implantable port, one safety infusion set, one j-tip guidewire in a guidewire hoop, one 8.0fr introducer peel-apart sheath, one vein pick, one vessel dilator, one cath-lock, one flushing connector and one cath-lock loaded to a groshong catheter. Gross visual, microscopic visual, dimensional evaluation and functional testing were performed. The investigation is unconfirmed for the reported fracture issue as no fracture was observed in the returned guidewire. However, the investigation is confirmed for the identified deformation and stretched issue as the j-tip guidewire was noted to have a kinked portion, proximal to the distal end and uncoiling was noted on the center portion of the guidewire. Based on the measurements recorded during sample evaluation and applicable drawings, no measurements recorded could be confirmed to be out of tolerance. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. D4 (expiration date: 03/2026). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a port placement procedure, the guidewire allegedly broken. The procedure was completed using another device. There was no reported patient injury.